Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient experienced hypoglycemia symptoms with a result of 180 mg/dl on the accu-chek performa system. The patient experienced symptoms of shaking and loss of consciousness. The patient contacted the ambulance and the blood glucose result on their meter was 76 mg/dl. The timeframe between the patient's meter result 180 mg/dl and the ambulance's meter result 76 mg/dl was unknown. The patient was treated with sugary drink. The patient was not taken to a medical facility.